Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found a kink on the inside tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention took place where in the lead was explanted and replaced. Effective stimulation was restored.